Event description:
Pt had 500cc pulmocare and water (1/2 each) to feeding bag at 9am. Pt taken out to music session. Pump was on 69cc hr. At 1020 pump alarmed/was empty. 2nd nurse added 1000cc to bag (1/2 pulmocare, 1/2 water). At 1040 pump was empty. Pt was congested, labored respirations. Suctioned small amt. IV site restarted, lasix 40mg given. Peg reopened, 300cc returned. Suctioned again. Vomited approx 400cc. Settled after this. Diuresed, and became stable. Lasix 40mg ivp ordered every 12 hr on 4-15-98.